Manufacturer narrative:
The item has not returned at this time however, the device is almost 6 years old and breakage most likely is from mechanical stress overload.

Event description:
Allegedly, the instrument broke during a procedure. The broken pieces assumable were retrieved as it was reported no harm to the patient.

Manufacturer narrative:
The item was evaluated and found the jaws are broken and the shaft is bent. Most likely cause is mechanical force.